Event description:
It was reported occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was over 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.